Event description:
It was reported the video scope's camera turns by itself. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video scope's camera turns by itself. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields. Corrections. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the fiber bonding of the outer tube was damaged and the cover glass of the insertion section was cracked. A device history record review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Three attempts were performed to obtain additional information, but no response was received from the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.